Manufacturer narrative:
(B)(4).the device was received and an evaluation was performed to investigate the reported event. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The homechoice device received functional testing. A visual inspection was performed. A short simulated therapy was performed. Upon conclusion of the investigation, the cause of the reported issue was determined to be one or more cycles advanced to the next fill when a slow or no flow occurred above the minimum drain volume threshold. Should additional relevant additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a high drain alarm. This alarm indicates that the home patient (hp) drained greater than 200% of the maximum prescribed cycle fill volume. The technical service representative advised the hp to use continuous ambulatory peritoneal dialysis (capd) supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.